Event description:
Rn delivered dose of lovenox as ordered and then activated safety when a small piece broke off causing the device to not keep the needle in the safety area. Manufacturer response for enoxaparin sodium injection 40mg, enoxaparin sodium infection (per site reporter). Equipment failure reported on 6/25/24 to customerservice.USA@fresenius-kabi.com. Equipment is available for return to manufacturer for investigation with mailing labels provided.